Manufacturer narrative:
The device was received by the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the saw was getting hot during a case. The device was used to complete the procedure. There was no adverse consequences related to this event.